Manufacturer narrative:
This report is submitted april 09, 2018.

Event description:
It was reported that the patient experienced poor performance from onset. Reprogramming attempts were made; however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.